Event description:
It was reported that the patient was seen with swelling around at the implant site shortly after placement. Infection was confirmed and the patient was placed on medication and underwent full explant. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No other relevant information has been received to date.